Event description:
It was reported that, "patient had thigh pain, removed everything but cup."

Manufacturer narrative:
Method - review of device history and complaint history. The following other hip devices were also listed in this report: alumina c-taper head 32mm/-2.5, cat# 17-32-3e, lot# 14023601; trident alumina insert, cat# 625-0t-32e, lot# 19829702. It cannot be determined which, if any of these devices may have caused or contributed to the patient's pain. Based on the results of the evaluation, root cause of this event could not be determined due to the limited information provided. An evaluation of the device cannot be performed as the device was sent to pathology and was not returned to the manufacturer. Device history review determined all devices in the reported lots were accepted into final stock with no reported discrepancies. Complaint history review revealed no other similar events were found for the lot codes. Additional information (including x-rays and medical records) was requested but not made available. Should additional information become available, the evaluation summary will be submitted in a supplemental report.